Event description:
Pt underwent diagnostic cardiac cath procedure. Prior to procedure, they were given info regarding the procedure. While in recovery, post procedure, pt stated the staff raised up the head of bed and that they were discharged 3 hrs. Post procedure-contradicting info they had read in brochures given to them. That night pt suffered from numbness in right foot and leg. Went to the e.r. The next morning, and 2 more.

Event description:
Add'l info rec'd from pt 09/24/03: pt was not sure whether a vaso-sealing device was the product used for them or a vaso-healing device or a vulcan patch. Anyway they never gave consent as a volunteer for any trials. Pt believes that their treatment was not the right one.